Event description:
It was reported that the customer had high blood glucose levels. Customer put in a new reservoir yesterday or the day before. Customer did see the insulin come out when he hit the act button, but ever since then his blood glucose levels are going up to 400 mg/dl. Customer's blood glucose level is 330 mg/dl. Customer treated with shots with a syringe and the pump. Customer feels weak, sleepy, and nauseated. Customer did not contact their health care provider. Customer ran a manual prime and the insulin exited the tubing. Pump settings were correct. Customer will be sent a tubing clamp and will call back to continue troubleshooting. Customer stated that the cannula was bent. Customer stated that they had this issue in the past. Customer had a no delivery alarm that was resolved by a complete set change. Customer would like to return the set for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.